Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. They reported that they have spoke to the patient. Patient was sent a new recharger a while back. Since that time they have had no issues. Patient charges once a week to stay in a good habit. They haven't had problems finding the device and is very happy that they were sent a new charger.

Event description:
Additional information was received from a consumer via a manufacturer representative. It was reported that when asked about the implant moving in the incision, the patient's response was "I'm not sure where that come from". They stated that they were doing very well and had no complaints at this time.

Manufacturer narrative:
H6: a0104 was removed per new information in b5. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. It was reported that the recharger can find the device but loses it again right away and they can't charge, they keep getting error messages and call clinician messages. Pt tried to recharge and got connected then lost connection immediately, saw service code 4100 and pt said this is the code they get alot., the following troubleshooting steps were performed; located the ins by looking for incision and/or palpating the ins, repositioned the recharger, recommended patient lean forward while sitting to optimize ins position, confirmed communicator is off while using the recharger, reset the recharger three times during recharging. Pt powered down and back up the handset. Tried to recharge again but got service code 1707. Pt went to the mirror to find their ins. Pt said they have fat insulation there and it feels like it is going up and down below the incision. They were holding pressure to it, the handset showed recharger inactive and they saw searching for device. Pt said they are 30 percent charged and need to get it charged, they've been trying to recharge for 3 days. Troubleshooting steps did not resolve the issue . T he patient said they have had no falls or accidents, no other medical tests or procedures, but they bowl. Pt said the communicator works fine. Repair department was contacted and the recharger was replaced.